Manufacturer narrative:
We received one (B)(4) embolectomy thru-lumen catheter without the packaging for examination. The balloon and windings were found to be missing from the catheter tip. The tip of the catheter has been torn off and the balloon, windings and missing section of the catheter tip were not returned. The thru-lumen was found to be patent and did not leak. As stated in the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. The max pull force for this catheter is 2.0 lbs on a inflated balloon. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Correction- the MDR was submitted before all the fields were complete. Therefore a correction was done to finish/complete the MDR.

Event description:
It was reported that the balloon broke during pulling. No patient complications reported.